Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging cancer in lymph node, nasal irritation, sore throat, particles in device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 21, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged cancer in lymph node, nasal irritation, sore throat, particles in device related to CPAP device's sound abatement foam. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they were able to confirm the device powered on and provided airflow. The manufacturer inspected the device internally and externally, observed black dust like contamination (inconsistent with degraded sound abatement foam) on the bottom enclosure, dust like contamination on top of the blower box, the blower motor, and the blower motor seal, potential mineral deposit spots on the bottom of the blower motor and blower box, indicating potential water ingress, slight black contamination, consistent with keratin, at the air outlet of the blower box, dust like contamination at the air inlet of the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found two error codes. The manufacturer concludes that they were not able directly address the patients symptoms and they did observe contamination in the airpath. There was no evidence of sound abatement foam degradation. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Sections d8, d9, h2, h3, h6 has been updated in this report.